Event description:
It was reported that the patient had blacked out. Follow up indicated that the patient had received a shock. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4), lead, implanted: unk.(B)(4).